Manufacturer narrative:
Additional information: on june 12, 2020, mentor became aware of the left-sided device's correct lot number and serial number. Additionally, mentor became aware that the patient experienced late onset seroma on the right side due to the patient's history of breast cancer. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. As part of our quality process, the manufacturing records of this (B)(4), number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female underwent primary breast augmentation with 800cc saline mentor smooth round moderate plus profile breast implants and experienced deflation on the left side and infected late onset seroma on the right side postoperatively. As a result, the patient underwent device removal and replacement with 700cc saline mentor smooth round moderate plus profile breast implants, catalog number 3502700, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2020. This report is for the patient's left-sided device.